Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A supplemental report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative on 2018-may-07. The baclofen drug used was reported to be lioresal intrathecal (2000 mcg/ml at 1158.6 mcg/day). It was noted the patient recovered without sequela after the device was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1158.6 mcg/day) via an implantable infusion pump. It was reported that a motor stall was reported to the managing hcp, who sent the patient to a surgeon for a pump replacement. The event date was noted to be (B)(6) 2018. The pump was replaced on (B)(6) 2018. No patient symptoms were reported. There were no environmental, external or patient factors which may have led or contributed to the issue. There were no known diagnostic or troubleshooting steps performed. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.